Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case series concerning persistent contrast agent retention in the sinus of valsalva during transcatheter aortic valve replacement (tavr). Patient 3 underwent tavr with a medtronic 34 mm evolut pro system. During the tavr procedure, the valve was recaptured two times for an unspecified reason. Afterward, the valve was successfully implanted with no residual aortic regurgitation. The authors added, ¿given the presence of dense contrast material stagnation in the noncoronary cusp in the aortogram, the patient was discharged on low-dose direct oral anticoagulant therapy.¿ at one-month follow-up, a computed tomography scan showed subclinical leaflet thrombosis with reduced leaflet motion between the noncoronary and right coronary cusps that was resolved with low-molecular-weight heparin treatment. No adverse patient effects were noted.